Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The pump was received with a minor/deep scratched display window. No cracked display window or cracked lcd glass noted. The following were noted during visual inspection: scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 16-jun-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 16-jun-2023 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis, high bgs or sg vs. Bg. Cosmetic damage was confirmed at the front of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was calling to report pump that the customer had experienced a high blood glucose event value of 600 mg/dl this event was due to larger differences between sensor glucose and blood glucose. The customer is currently reporting symptoms related to high blood glucose weakness, headache tired and  diabetic ketoacidosis. The customer was admitted to the hospital emergency room to get treated.  Troubleshooting was performed and identified that the pump auto mode/smart guard feature was active at the time of the high blood glucose event. The pump was in use within 48 hours of the high blood glucose event reported. The customer further reported that a crack had been identified on the pump's screen. The impact on the display of the pump was unknown. No further patient complications were reported. The pump will not be returned for analysis.